Manufacturer narrative:
The manufacturer is attempting to acquire additional info regarding this event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator submitted the pt's log file to the MFR for analysis. A review of the log file by the MFR revealed multiple timer (clock) reset flags recorded, indicating a loss of power to the system controller which resulted in pump stoppages. The MFR's technical services member recommended to the vad coordinator that the system controller power leads be inspected as well as the pt's external equipment (pt cable, battery clips). No harm to the pt was reported for this event.